Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the device header, even with the use of mineral oil. The lead was no longer used and a new lead was implanted without difficulty. The patient was discharged the following day. The patient would be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed that it was difficult to insert the lead into the device header. The lead insulation adjacent to the small sealing rings was out of specification.